Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: right ventricular lead perforation through the septum, left ventricle, and pleura, managed by an open surgical approach. Heartrhythm case reports. 2018; 4(9):397-400. 10.1016/j.hrcr.2018.05.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The author described a case of lead perforation through the right ventricular septum, the left ventricle, and left pleura. Additionally, there was loss of ventricular capture, the lead displayed a wide variation in impedance and there was a polarity switch. The lead was removed and replaced. The disposition of the lead is not known and further follow up did not yet yield any additional information. There were no further syncopal episodes and no further patient complications have been reported as a result of this event.